Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 50 mg/dl and high of 300 mg/dl which were resolved with adjustments from diabetic care management.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.